Event description:
The facility reports the sling was being adjusted and attached to the maximove while the resident was lying in the bed. As the jib was being lifted and the tension applied to the sling, the loop cracked. The hoist was lowered and the transfer completed. The stitching at the shoulder clip strap had come loose. Apart from that, the sling was in good condition. No injuries were sustained by the patient.